Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the freestyle libre 2 sensor. The customer reported a scan of 23 mmol/l compared to an adc meter result of 3 mmol/l. The customer reported that she was almost unconscious and required unspecified treatment from her husband. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. Re-programmed and activated sensor successfully. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. The issue is therefore not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the freestyle libre 2 sensor. The customer reported a scan of 23 mmol/l compared to an adc meter result of 3 mmol/l. The customer reported that she was almost unconscious and required unspecified treatment from her husband. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.